Manufacturer narrative:
From the preliminary investigation, it was found that the patient tested positive on (B)(6) 2021. However, the patient claims that the sample was collected on (B)(6) 2021 and not (B)(6) 2021. Testing results came back positive with a viral CT value of 32.89. Patient sample was the only sample on the plate for the repeat test, therefore contamination was ruled out. The first run of the patient sample was located on plate-(B)(4) position h1 started at 11:30am on (B)(6) 2021 and resulted at 3:31 pm (B)(6) 2021 with at CT value of 32.62. Sample was extracted by kingfisher extraction method, serial #(B)(4) using lbf lot# 18380000, bbd lot# 18634400, bbd ipa lot# shbm8301, wbe/wash buffer lot# 18622400, ipa lot#/wash etoh shbm8238, elution lot # 201712. Moreover, the reagents used to test the patient's sample were in specification, not expired, passed qc and the floating blank was in the correct position. A floating blank is a well on the 96-well pcr plate that is intentionally left blank (that has no specimen) that is used to help verify the correct position of the plate in the pcr result software when the plate is undergoing review. Sample was run using master mix batch 248 on biorad 8.the initial sample was located next to a well that had a sample with a high viral count with a strong sigmoidal viral amplification, therefore the sample was sent for a repeat testing. The repeat testing of the patient sample was located on rack-(B)(4) position e1 started at 5:23 pm on (B)(6) 2021 and was resulted at 9:06 pm on (B)(6) 2021 with a CT value of 32.89. Sample was extracted using kingfisher extraction method. By (B)(6) at 17:43 using lbf lot# 18380000, bbd lot# 18634400, bbd ipa lot# shbm8301, wbe/wash buffer lot# 18622400, ipa lot#/wash etoh shbm8238, elution lot # 201712. Sample was run using master mix batch #248, on biorad#1 and was reported by the cls. Patient sample was the only sample on the plate, therefore contamination was ruled out. Customer success did not contact the patient. The patient did not need to be contacted due to accurate results being reported to the patient. In conclusion, curative cannot confirm the patient's claim of false positive. The results of the investigation showed a true positive.

Event description:
Patient is claiming that their curative test is a false positive. Patient took two tests from another provider and received two negative results.